Event description:
N/a

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) was not turning on. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11 corrected fields: a1, b5, b6, b7, d1, d4 (version or model #, catalog #, unique identifier (UDI) #), d11, e1 (event site email), h3, h6 (medical device ¿ problem code, type of investigation, component codes, health effect ¿ impact codes, investigation conclusions), h8. Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp, and found that the iabp was not powering on. The fse opened the iabp unit and reconnected the main board, all connectors, solenoid card, and reconnected the dataset, but the problem was not resolved. The fse then open and checked the power supply and found that the power supply unit was faulty. A new power supply unit was needed for testing purpose. The fse returned at a later date the replaced power supply board under cmc. In addition both batteries were replaced because the customer provided the purchase order. All functional and safety checks were met to the factory specifications. The unit was handed back to the customer in good working conditions and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not turning on. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.